Event description:
The suspect meter exhibited variation in test results when compared with another point of care meter and the lab. The following results were reported: inratio: 2.6, 2.7, 3.8; lab: 1.9; coaguchek: 2.0, 2.8. Technical support recommended a comparison study against the lab only. Further follow up is required.